Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Review of the device history record supports that the device met all release specifications with no non-conformances noted for any reason. The suspect ev1000 platform was returned for examination. The device was tested for proper function with no issues identified during functional testing, electrical safety testing, burn-in simulation or data box testing. The customer¿s complaint of inaccurate measurement was unable to be replicated; therefore, the root cause was unable to be identified as no faults were found and the customer's complaint was unable to be confirmed. There is no evidence or indication that a manufacturing defect is responsible for the customer¿s experience, while it is unknown whether procedural processes or other conditions played a role in the report. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The ev1000 is expected to be returned for evaluation; however, at the time of this report it was not yet returned. A supplemental report will be submitted to communicate the results of the device history record review, the evaluation results, and any additional information resulting from edwards¿s complaint investigation. See initial report 2015691-2018-04317 and subsequent report 2015691-2018-04676.

Event description:
It was reported that during use with a patient, ev1000 platform thermodilution measurements were deemed ¿false¿ when compared to other ev1000 platforms. The customer stated that the values displayed during the first thermodilution were correct, but after several hours of working, when an additional thermodilution was performed, the values ¿were completely off ' (false measurements). The customer did not provide any specific example(s) of the false vs. Expected measurements. The customer exchanged the ev1000 and performed another thermodilution, whereby the measurements where very different. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous values. Patient demographics were requested and not provided. Additionally, the customer also stated that the issue was intermittent; three events involving separate patients were alleged to have occurred with a similar malfunction. Therefore, additional complaints were generated for two cases that were previously not reported. This report is the third of the three reports.